Manufacturer narrative:
Approximate age of device - 2 years and 10 months. Low speed and pump stoppage events were confirmed via the patient¿s system controller event history that was submitted. The event history indicated intermittent low speed events which correlated with elevations in pump power and appeared to occur while the system was operating on the power module. An onsite evaluation of the patient¿s percutaneous lead confirmed an open wire and the x-rays showed an area of potential shield breakdown on the internal portion of the lead; however, wire damage could not be confirmed as the device remains in use and was not available for evaluation. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient experienced red heart alarms while at home. The patient was readmitted for further evaluation. The patient's system controller log file showed pump stoppage events and external damage of the percutaneous lead was seen. On (B)(6) 2016, the manufacturer's technical service representative performed an on-site evaluation of the patient's percutaneous lead (lead). No evidence of external damage of the lead was seen; however, a phase interrupter test confirmed a broken wire (possibly internal). A percutaneous lead replacement could not be performed as the testing indicated an internal issue with the lead. An ungrounded power module patient cable was issued for use while the patient was on power module support. The patient was discharged home with an ungrounded patient cable. At the time, a pump exchange was not an option and a heart transplant was not possible due to immunological laboratory test results (panel reactive antibodies (pra) of greater than 93%) including the patient's history of smoking, alcohol and drug abuse. No further information was provided.